Manufacturer narrative:
Failure analysis revealed the insulin pump had no button error alarm. However, intermittent button response due to moisture damage keypad trace noted. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump was exposed to the steam in the bathroom. Customer's current blood glucose reading is 91 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.